Manufacturer narrative:
A visual examination revealed that the gauge showed signs of physical damage. While performing the syringe gauge leak test, it was noted that the needle of the gauge did not increase while increasing the pressure. Given that the gauge showed signs of damage during visual analysis, it is possible that the unit had been physically damaged. Physical damage could interrupt the internal mechanism of the gauge and hence cause the gauge to give no readings at all. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of gauge reading inaccurate was confirmed as the needle of the pressure gauge did not move during functional testing. The most probable root cause of this event is handling damage. The complaint was likely caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping, at the end of a procedure; or when packaging for return.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation in the esophagus procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the scope was advanced near the stricture area, an alliance syringe was used to inflate a cre balloon but it was noticed that the needle of the gauge did not move at all. It was reported that the balloon was able to inflate without any issues; however the gauge was reading in accurately. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of gauge reading incorrectly. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation in the esophagus procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the scope was advanced near the stricture area, an alliance syringe was used to inflate a cre balloon but it was noticed that the needle of the gauge did not move at all. It was reported that the balloon was able to inflate without any issues; however the gauge was reading in accurately. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.